Event description:
The customer contact reported that the pump did not sound an audible alarm tone during an alarm condition. The pump was returned to the biomedical department with an unsigned note that stated, "screen shows alarm, but no audible." No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. There were no reports of any adverse pt events while the device was in clinical use. During testing at the user facility, the device did not sound an audible alarm tone. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.